Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the root cause was a failed drawer module controller combined with loose latch-sensor mounting hardware and foil debris obstructing components. A field service engineer resolved the issue by replacing the module controller and drawer module controller, securing the latch-sensor hardware with new screws, and removing all foil debris, after which drawer 5-1 configured and tested successfully. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a west drawer 5 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.